Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on 10/19/2021. Device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals multiple sequential critical error handling alarms (pump error 53 alarms). The history files shows that on 10/19/2021 there were sequential pump error 53 (linenumber 5632 filenumber 2005) alarms that occurred and triggered the critical pump error (open book) alarm. Critical pump error (open book) alarm and pump error 53 alarms are due to a software error. The pump was cut open for visual inspection. No damage or moisture damage was found on pcba 2, the motor, force sensor. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book) alarm and pump error 53 alarms are confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump showed critical pump error followed by open book image alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.